Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported labeling error could not be definitively determined. There was sac growth of 1.3mm at one month post implant, but the image studies did not include contrast to evaluate for endoleaks due to renal insufficiency (cautionary product use condition). It could not be determined if off-label infrerenal neck angulation of 61 degrees and long-term use of anticoagulation/antiplatelet therapy in combination with patent lumbar or inferior mesenteric arteries contributed to sac growth. The patient was discharged home on the first post-operative day. Based on the ncr performed for this event the most likely cause of the reported labeling error was found to be either user error or ineffective communication. The technician that printed the dispositions may have failed to identify that the information requested in the ncr aligned with the required task, however this could not be definitively determined. The other potential cause was found to be ineffective communications between quality engineer, quality control and warehouse team members, resulting in confusion between the units associated with the ncr. (B)(4).

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
During a ncr re-work, it was discovered that an afx2 bifurcated stent graft which did not met specification was released on (B)(6) 2017 and implanted into a patient on (B)(6) 2017. As of date, there were no report of patient sequelae as a result of this event.